Manufacturer narrative:
The device was returned and an inspection confirmed the reported allegation. A noise in the image and image disappearance was observed during angle operation. Additional findings include: bending section cover adhesive was missing, the nigiri cover was damaged, the angle engagement was loose and the video connector was cracked. Scratches were found on the following: operation part, grip, rl (right/left) plate, video cable, lg (light guide) connector, lg cover glass, and video connector case. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is available.

Event description:
The customer reported to olympus, the flex videoscope image blacked out during angulation, but returned. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.